Manufacturer narrative:
According to the initial reporter, the reason for displacement of lens and explant was patient related. Additional information was received stating patient having a history of pseudoexfoliation syndrome. Based on this information, the reported event is considered unrelated to the device.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was explanted due to it being displaced. An anterior chamber lens was implanted in exchange. Additional information was requested and has not been received.